Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was intermittently unresponsive when accessing the suspend/resume menu. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2014 with the following findings: during investigation, the keypad was found to be intact; no peeling or damage was observed. During testing, all of keypad buttons responded appropriately. The keypad was removed and no evidence of contamination was found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.